Event description:
Additional information was received from a health care provider (hcp). It was reported that a physician mode recharge (pmr) was performed and successful. The patient was able to recharge and is receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he was not able to charge and confirmed the recharger showed the reposition antenna screen. He was unable to communicate with the recharger, so tried his programmer. The patient programmer did not power up, so he replaced the batteries. He then got a poor communication screen after turning it on. The last successful charge session was a few months prior to (B)(6) 2015. The patient was in a rehabilitation center and did not charge his implantable neurostimulator (ins). He fell on (B)(6) 2015 and broke his hip, which required surgery. He was in the hospital until the (B)(6) and was discharged to the rehab center until (B)(6) 2015. Due to his chronic obstructive pulmonary disease (copd) he was not able to charge the battery until he got home and attempted to charge it. The patient tried several times to charge the ins and when he was not successful he made the first call to the manufacturer. He could not charge the ins due to extended non-use due to health problems accompanied by a cross state move with difficulty finding service. Follow-up from a healthcare provider (hcp) reported that she was told by the patient that the ins would not hold a charge. The patient had not been checked in on since 2014. The patient later reported that the recharger and programmer were not connecting to the ins and it was still in overdischarge as of (B)(6) 2016. Another hcp reported that the ins was no longer working and the battery was dead as it had not been recharged while the patient was in rehab. The clinician programmer could not communicate with the ins as well and the patient was not feeling stimulation. The hcp wanted instruction on how to jump start the battery. The patient¿s indication for use was essential tremor. It was unknown if a physician mode recharger was performed and if it was successful, so additional information was requested. If additional information is received a supplemental report will be sent.